Event description:
In 2001 rptr had a christensen fossa placed into their right jaw. Within the last year, rptr has had increased pain, clicking, locking, and loss of feeling in their face. It has begun to interfere with their diet and mental health. Rptr is now in severe pain and suffering from migraines. Rptr is also starting to have a difficult time talking on occasions.